Event description:
On (B)(6) 2012, pt reported he was hospitalized with hyperglycemia on two occasions due to a leaky adapter. At the time of the report, the infusion device was displaying an e4 occlusion error. Pt was first hospitalized for 12-13 hrs after (B)(6) in 2011. His blood glucose elevated above 500 mg/dl, and his target blood glucose is 180-230 mg/dl. He was hospitalized again on (B)(6) 2012 for 24 hrs after his blood glucose elevated to "hi" mg/dl. He was treated with an insulin IV during both hospitalizations. Pt was using the same adapter during both of these events. It had never been changed, and pt's wife said the rubber is "tearing off" the adapter. Pt noticed the leak in the adapter when his shirt became wet. The infusion set, cartridge, and adapter were requested for eval.